Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throats from snoring and soreness other sleep apnea symptoms. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown white and black dust-like contamination, inconsistent with degraded sound abatement foam, evidence of air inlet of the blower box, light dust like contamination on top of the blower motor seal. Black contamination, consistent with keratin, at the air outlet of blower box. A few tiny pices of potential hair or fiber in the bottom of the blower box. The pca was observed that the 3 blower motor wires had a section on each wire that had heat shrink on them and the wires appeared to be reconnected. Pil observed that there is evidence of unauthorized and improperly completed third party service to the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h6: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid was corrected.